Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 7 years 3 months post transapical tavr procedure with a 23mm sapien xt valve, the patient now presents shortness of breath and fatigue with thv calcification. The plan is to medically manage the patient, as the patient is not operable and does not appear to be a candidate for tavr in tavr.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned as it remains implanted. However, the 3mensio report was provided by the facility and the following observations were revealed: calcification appeared to be present around the thv. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for calcification was confirmed based on provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, 'approximately 7 years 3 months post transapical tavr procedure with a 23mm sapien xt valve, the patient now presents shortness of breath and fatigue with thv calcification. The plan is to medically manage the patient, as the patient is not operable and does not appear to be a candidate for tavr in tavr.' Due to limited information, a definitive root cause was unable to be determined at this time. The technical summary is applicable to this complaint because patient conditions likely contributed to valve calcification. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist (fcs), approximately 7 years 3 months post transapical tavr procedure with a 23mm sapien xt valve, the patient now presents shortness of breath and fatigue with thv calcification. The valve was explanted.

Manufacturer narrative:
Correction to b5 and h6 based on additional information received.